Manufacturer narrative:
Patient demographics requested. No demographics information has been received. A medtronic representative inspected the imaging system on-site and a software investigation was completed. Tested the unit by taking several 2d/3d shots with the navigation system, and was unable to reproduce the complaint. Proactively reloaded all firmware and image acquisition system (ias) software. Inspected interface cable and communication status at mobile view station (mvs) computer. Logs captured software analysis. Performed gain calibrations. The software investigation found that the software detected a hardware problem of missing frames and stopped the 3d scan with an error message. If the problem reoccurs it is suggested flexing the umbilical, in order to test for a broken wire. The software is functioning as designed. For example: mvs error - (B)(6) 2016 3:25:12 pm - bad or missing frames are not allowed in calibration mode(frame 5, status bad) frame acquisition mainform.onframecapturedevent framegrabber.iport. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the reported behavior could not be replicated. The system was returned to service. No further issues were reported.

Event description:
A medtronic representative reported that during a spine fusion procedure, an error was encountered when attempting to take a 3d sping with the imaging system. The error stated "an error has occurred that may affect navigational accuracy, please reboot the system".the system was rebooted several times with no resolution. The use of medtronic imaging and navigation was discontinued because of this issue. The procedure was completed successfully with a c-arm, with no impact to the patient. Delay to the case was 45 minutes. No further details were provided.

Manufacturer narrative:
Patient information now provided.